Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During visual inspection found the housing case and handling strap had melted. Internal inspection revealed burnt components of tp5, q1 and multiple resistors of the board. This unit is un-repairable and was scrapped. Carefusion issued a replacement to result the customer's reported issue. Supplier root cause: in this case, the sprintpack charger system was used with a load that exceeds the maximum output current that it was designed for. In the case of failed tantalum capacitor c1 the root cause is indeterminate, but the extensive use of tantalum capacitors is a contributing factor.

Event description:
It was reported by the customer that the unit got very hot when they hooked it up to the ventilator and while attempting to charge all the batteries. It is unknown whether there is any patient involvement associated with this complaint.